Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has caused or contributed to patient injury previously. Device issue: stent dislodgement. It was reported that when the 3.5 x 28 mm vision was being advanced onto the guide wire, it was noticed that there was no stent on the balloon. Negative pressure was not applied during preparation. The dislodged stent was found on a tray. No additional event or patient information is available.

Manufacturer narrative:
Product performance engineering could not determine a conclusive root cause for the reported stent dislodgement. Evaluation summary: quality assurance analysis revealed that the stent delivery system (sds) was returned without blood visible. There was contrast visible in the guide wire and inflation lumen. The stent implant was returned in the sheath. There was no damage noted to the stent implant. The balloon was tightly folded. There were crimp marks on the balloon between the markers. There was no other damage noted to the sds. A laser micrometer was used to measure the stent implant outer diameters proximal, middle, and distal. The stent implant outer diameters were oversized. Pin gauges were used to measure the flared end of the sheath and it met manufacture criteria. Product performance engineering reviewed the incident information and analysis of the returned device. Reportedly, no negative pressure was applied during preparation and the dislodged stent was found on a tray. The analysis of the returned sds with the absence of blood confirmed the reported dislodged stent outside the body. The stent implant was returned in the protective sheath. Stent dislodgement outside the body can be affected by numerous factors including, but not limited to, inadequate crimping during manufacturing, positive pressure during prep, negative pressure during sheath removal, or forced sheath removal. In this instance, the presence of crimp marks on the still tightly folded balloon that was between the markers, suggests that the stent implant was originally positioned correctly and securely at the time of manufacture. The flared end of the protective sheath met manufacturing criteria indicating the stent was adequately protected. Visual analysis noted the presence of contrast in the guide wire and inflation lumen. Although the balloon was noted as being tightly folded, positive pressure may have been applied to the system, which may have partially deploy the stent, thereby facilitating dislodgement during removal of the protective sheath. Another cause or contributing factor may have been a forceful removal of the protective sheath. Dimensional analysis of the stent outer diameters revealed that the manufacturing criteria was not met; however, it is expected that the stent would slightly expand during travel over the balloon. This incident does not appear to be related to a quality problem. Based on the incident information and analysis of the returned device, a conclusive root cause for the reported and confirmed stent dislodgement could not be determined. A conclusive root cause for the observed stent oversized outer diameters cannot be determined, but it was likely induced during the stent dislodgement. Product performance engineering will monitor the incident circumstances. All stent delivery systems are 100% visually inspected online for stent damage, stent placement/security and dimensionally inspected to verify the crimped stent outer diameters. Additionally, a sampling of units is subjected to a stent movement test to verify stent security. This MDR is considered closed by the product performance group.